Manufacturer narrative:
Heartsine evaluated the device and confirmed the reported issue. During the investigation, the device unexpectedly powered off. The fault was attributed to a flat on/off button dome. The fault could not be replicated when the dome was replaced. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device was switching on automatically. Heartsine evaluated the device and confirmed the reported issue. During the investigation, the device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.